Manufacturer narrative:
(B)(6).

Event description:
It was reported that coil protrusion occurred. The target lesion area was located in the mildly tortuous and mildly calcified internal iliac artery. A 4mm x 10cm interlock -35 coil was selected for use in a vascular embolization. During the procedure, early detachment occurred inside the microcatheter, the mail coil and delivery wire arm got separated. The device was removed together with the microcatheter. It was noted that the coil was protruded from the catheter tip upon removal. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual inspection revealed that only a main coil was returned for this complaint. The main coil was found kinked and stretched. The fiber bundles have blood residues. No more damages were found in the returned device. A microscopic and dimensional inspection revealed that the main coil was within its specification.

Event description:
It was reported that coil protrusion occurred. The target lesion area was located in the mildly tortuous and mildly calcified internal iliac artery. A 4mm x 10cm interlock -35 coil was selected for use in a vascular embolization. During the procedure, early detachment occurred inside the microcatheter, the mail coil and delivery wire arm got separated. The device was removed together with the microcatheter. It was noted that the coil was protruded from the catheter tip upon removal. No patient complications were reported and the patient was good post procedure.